Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), it was discovered during clinical procedure that a patient was rejecting their bone graft. Their tissue was swollen and not healing. Their dental implant and bone graft were removed. Pain and inflammation were also reported.